Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for the call was pt mentioned they wanted to have their spinal cord stimulator (scs) explanted because they had to have the implanted neurostimulator(ins) moved from the left side of their body to the right side of their body before a hip replacement surgery. Pt said they had the surgery to move the ins to the other side of their body in (B)(6) 2021. And the hip replacement surgery on (B)(6) 2021. Since the ins had been moved, the pt said they could reach their hand back and could "flip the ins manually with their hand." Pt said the scs was no longer working (patient services specialist did not gather event date) and the pt wanted to ins explanted. Pt was calling to get a rep. To an appointment tomorrow with an hcp. Pt said they noticed they could flip the ins maybe about a couple of days ago. Pt also said their orthopedic surgeon wanted to perform an MRI and asked about MRI guidelines (patient services specialist(pss) was attempting to provide MRI guidelines when the pt cut pss off and then started talking about another issue; pss could not provide MRI guidelines to the pt). Pt said when they turned their pt programmer on, they saw "their little man" and said the therapy would start to "go for a bit and then would turn off" after "one, two" (patient services specialist understood that the therapy was turning off by itself). Pt was redirected to their heath care provider.

Event description:
Additional information was reported that the patient repeated the same information about how they could flip the device. Patient said the stim turning off only happened once therefore no actions/interventions took place for that nor the cause was known. Patient added that when the doctor went to do the surgery for device flipping, the doctor wanted to replace it but the pocket was infected and so was the back incision, therefore, doctor just took the device out and was not replaced. Patient provided many dates of when the device was removed and eventually said they think it was february of this year when the device was removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.